Event description:
Reportedly, the pin became misaligned and then instrument was fired and staple line did not form. No pt harm. Upon obtaining add'l info, the surgical time was extended by 30 minutes. Sex: unk. Procedure: hartman procedure.